Manufacturer narrative:
H.6. Investigation: one (1) sample and one (1) photo were provided for investigation. The sample was visually examined using unaided vision and it was observed that there was a piece of molding flash on the edge of one of the flanges. One (1) photo was also provided for investigation. The photo shows the returned sample with the piece of flash on the flange circled in red. Flash can occur during the molding process due to over pressure on the ejection cycle or from a damaged molding core which is offset. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: there is the unknown stuff attached on the syringe.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd 20ml syringe luer-lok¿ tip had foreign matter on it. This was discovered before use. The following information was provided by the initial reporter: there is the unknown stuff attached on the syringe.